Event description:
Boston scientific received information that this patient called our boston scientific technical services (ts) asking if his device is on any advisory because he believed his battery is depleted. Ts explained that his device is on an advisory however, that he would need to be seen by his physician to determine if there was a need to replace the device and that it might not need to be replaced. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.